Manufacturer narrative:
The guidewire was returned and analyzed. The polytetrafluoroethylene (ptfe) coating was found to be scraped at multiple locations on the proximal section of the guidewire. It is possible that the torque device/pin vise may have contributed to the scraping issue during the manipulation of the device. The lot history record of the reported lot number has been reviewed and no quality issues were noted. (B)(4).

Event description:
Medtronic (covidien) received information that during the treatment procedure of an arteriovenous malformation (avm), after the physician inserted the guidewire into the patient and torqued the device, it was noticed that pieces of the outer coating of the wire located at the proximal end were flaking off. The device was removed and exchanged for a new guidewire. The procedure was completed with no further events. No patient injury reported.